Event description:
It was reported that the intraocular lens (iol) remained incarcerated in the tip of the injector. It was impossible to remove the lens, it was blocked in the incision and the haptic broke. No patient injury was reported. Through follow-up it was confirmed that the haptic detached completely and that this did not cause any interventions outside of the normal procedure. The patient was implanted with another lens, no further details were provided.

Manufacturer narrative:
Age, weight and ethnicity: patient identifiers were not collected or recorded and therefore are not available. Implant date: if implanted, give date: not applicable, as the lens was not implanted. Explant date : if explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Telephone number: (B)(6). The device was not returned for analysis, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: 16 march 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned for evaluation. The complaint simplicity was received inside the original folding carton with the complaint lens stuck to the plastic cartridge insert. The complaint iol was received with a detached haptic. The complaint issue could be confirmed; however, it may be attributed to handling during implantation and cannot be confirmed to be related to a manufacturing/ design issue and no product deficiency could be identified. No additional conditions were observed with the returned product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.